Event description:
It was reported that needle precisionglide 21x1-1/4in contained foreign matter. The following information was provided by the initial reporter: "when using the material to be attached in the syringe, it was noticed the presence of a hard, white protuberance at the base of the needle, making it impossible to fit the syringe

Manufacturer narrative:
H.6 investigation summary: a physical sample was returned for evaluation. Bd was able to confirm the drained resin claim according to the photos and samples sent by the customer. The excess of drained resin occurred due to an error in the assembly machine adjustment. The incident reported from this complaint will be monitored for trend assessment. A batch history analysis was performed, quality notifications and maintenance where failure related records were not found. H3 other text : see h.10

Manufacturer narrative:
Initial reporter address:(B)(6). Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 21x1-1/4in contained foreign matter. The following information was provided by the initial reporter: "when using the material to be attached in the syringe, it was noticed the presence of a hard, white protuberance at the base of the needle, making it impossible to fit the syringe."